Event description:
Same event as MFR report # 2134265-2008-02457. It was reported that following a coronary artery stenting treatment procedure, thrombosis occurred. The initial procedure was emergent due to myocardial infarction. The target lesion was in the right coronary artery (rca). The physician implanted a 4.0x28mm promus drug eluting stent (des). "Clot" was aspirated from an unspecified location with an unspecified device and the pt was sent to the ICU. Six hours later, thrombosis was discovered in an unspecified location. The physician implanted a "4.0" liberte bare metal stent (bms) "proximal" and a "3.5" taxus express2 des "distal". The following day, "the artery" was completely closed off again, "collateral to left side going to the FDA". The physician implanted a balloon pump. The pt was reported as being "currently stable". Despite multiple attempts to request additional clinical info, no info has been received.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.